Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the lutonix 035 drug-coated catheter. Prior to the procedure, it was reported that the packaging box indicated a sheath compatibility of 7f, while the sheath used for the procedure was 12f. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is unconfirmed for the reported inaccurate information and the information from the follow-up confirms that end user has used the indicated sheath size 7f which matches the latest reported product information. However, the user referred to the older packaging details for products manufactured prior to a validated change to a smaller sheath size for the provided product information. A definitive root cause for the reported inaccurate information could not be determined based upon the provided information. Labeling review: the reported product material number (9090475120040) is indicated for a 12.0mm x 40mm on 75cm shaft length. Per the product labeling specification document (B)(4), rev. 9, the specified sheath size for the given product is 7fr. Per the information from the follow-up confirms that end user has used the indicated sheath size 7f which matches the latest reported product information. However, user referred to the older packaging details. Therefore, the reported labeling issue is unconfirmed as the device matched the specified product labeling. D4(medical device model #), g3, (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the lutonix 035 drug-coated catheter. Prior to the procedure, it was reported that the packaging box indicated a sheath compatibility of 7f, while the sheath used for the procedure was 12f. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.